Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued with a replacement pneumatic block and internal battery as part of a warranty claim. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and had a battery failure. There was no patient harm or serious injury reported as a result of this incident.